Event description:
Additional information received reported no diagnostics were required, the patient was seen in the center on (B)(6) 2015 and there was only a small scab over the right scalp. It had not appeared to be infected and no protrusion of the deep brain stimulator wire was seen. The sore had resolved and the difficulty walking continued. No treatment was required for the scab following the surgical cutting of the wires that was required. The difficulty walking was attributed to cutting of exposed deep brain stimulator wire.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v100240, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient currently had a rechargeable ins and as a result of that surgery to put the rechargeable ins in, the patient had an opening of a sore on his scalp that never really healed. About 3-4 months prior to report they noticed there were wires sticking out and they went to the surgeon who originally put the device in. The surgeon determined he had to cut the wire off and the surgeon cut the wire that went to the right side of the patient's brain. The patient only had the effect of his deep brain stimulator (dbs) on only one side of his body. In the last few months, it had become very noticeable and the patient had a terrible time walking. Further follow-up was being conducted to determine what diagnostics were performed, if the open sore/difficulty walking been resolved, and what actions/interventions were taken. If additional information is received, a follow-up report will be submitted.